Event description:
Patient fell at work going through trap door and against a pole. Experienced fracture of wrist and other trauma. After event (late april) had more discomfort in breasts. On 6/23/93 bilateral silicone breast implants were removed. Implants had ruptured and silicone spilled into cavity. Was to be outpatient but had a 2 day stay because of pain.saline implants placed.